Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced a break in aseptic technique further described as touch contamination where the pt made a mistake and did not clean the exchange area before starting pd therapy. On an unreported date, the pt experienced peritonitis. As a result, the patient went to the emergency room and was hospitalized for the peritonitis. Treatment was not reported. After some time, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. On an unreported date, dianeal therapies were discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the actual date of the event is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.